Manufacturer narrative:
(B)(4). The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Please see remedial action reference. Complaint trends will continue to be monitored.

Event description:
The reporter stated the n65 pulse oximeter display was missing segments. There was no patient involved.

Manufacturer narrative:
(B)(4). No fault was found. The interface printed circuit board (ui pcb) was replaced as a precautionary action.